Event description:
It was reported the pt experienced drainage at the lead site. The pt was given antibiotics for a possible infection. The pt may follow-up with his doctor on a later date.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.